Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda), tissue damage, recurrent mitral regurgitation (mr) and heart failure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2020, the patient was re-hospitalized for increased mr and heart failure. A transesophageal echocardiography (tee) was performed, which found that the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda) and leaflet tear. The patient¿s condition is stable. The heart team is planning mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) was caused by procedural conditions. The cause for the reported poor image resolution was due to procedural conditions. The tissue damage and mitral regurgitation (mr) were outcomes of the slda. A conclusive cause for heart failure could not be determined. The reported patient effects of tissue damage, mitral regurgitation, and heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Additional information reported that there was difficulty with visualization due to echocardiography during the index procedure. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. No additional information was provided.